Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient typically left the stimulation settings unchanged, as sufficient pain relief was usually achieved, but recently noted increased pain. Upon interrogation, it was found that only programs one and two in group b were active, while programs three and four were turned off without the patient's knowledge. The programs were reactivated, and the patient was advised to try increasing the stimulation intensity and to test all available programs over the following week. An impedance check was performed, showing all contacts within normal limits. Stimulation was confirmed in both the right and left leg. An x-ray was ordered, and the nurse practitioner was notified of the patient's fall. No patient complications have been reported as a result of this event. The manufacturer representative (rep) indicated they would send any further information as they become aware.  See general text for omitted information